Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks during stored ventricular episodes. Technical services (ts) analyzed device episode data and found that there were two stored ventricular episodes that were actually atrial fibrillation (af) and atrial tachycardia. This ICD delivered six anti-tachycardia pacing (atp) and one 26j shock per episode. After the shocks, the rhythm converted to normal. Ts discussed troubleshooting including medical management and reprogramming. No additional adverse patient effects were reported. Currently, this ICD remains in service.